Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported difficulty to position could not be confirmed due to the condition the device was returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulty appears to be due to operational circumstances as it is likely the device interacted with procedural contaminants (contrast and/or blood) on the guide wire during advancement causing the reported difficulty to position and noted device damage. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that resistance was felt when advancing the 3.25 x 23mm xience xpedition stent delivery system (sds) over an unspecified guide wire. No resistance was felt during removal of the sds. The procedure was successfully completed with an unspecified device. There were no adverse patient effects and no clinically significant delay in the procedure. The return device analysis identified the inner member was separated 9 mm (millimeters) distal to the guide wire exit notch. The outer member was intact, not separated. No additional information was provided.